Manufacturer narrative:
The accessory port has been received for failure analysis evaluation. A visual inspection was performed and the access port was found to have broken tab on the chamber retainer snap collar port. The broken piece was returned with the access port kit.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a piece of the access port broke off inside the patient. The fragment was retrieved during the same surgical procedure which was completed robotically.